Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information indicates that this product was returned and a device evaluation was completed.

Event description:
It was reported that the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d), exhibited noise which was oversensed. This resulted in pacing inhibition and an inappropriate shock. Additional information was reported indicating that the pace impedances were less than 200 ohms. The lead was surgically abandoned. However, after the surgery, the noise oversensing was still present. The physician went back into surgery and verified that the new lead was connected to this crt-d. As the new lead was in the header as appropriate, the physician removed and replaced this crt-d. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.